Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not connecting to server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not connecting to the server. The field service engineer (fse) checked the anesthesia station, reseated the network cable on both ends, and rebooted the unit. The anesthesia medication station then worked properly. The customer verified that the station was up and running with no issues. The system functioned as intended after the field service engineer repaired the device.